Event description:
It was reported that during a lap prostatectomy procedure, the device produced an instrument error. The device was pulled out of the patient and the active blade sheared off outside of the patient. Another device was used to complete the procedure. There was no patient consequence.